Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the pump flipped and the patient experienced pump pocket discomfort. Regarding factors that led or contributed to the event, a flipped pump was indicated, a pocket revision was performed to flip the pump back over and to be more comfortable.  The flipped pump was re-secured along with shifting the pocket cranial and medial slightly.  The issue was resolved. The patient was without injury regarding their status as of (B)(6) 2026.  The pump remains implanted and in-service.  The patient's medical history was unknown.